Manufacturer narrative:
Internal investigation consisted of review of the IFU and information provided by the end user. Our investigation has confirmed that albacyte® reagent red blood cells for antibody identification (16-cell) product z473u, lot v274561, expiry: 12-aug-24 to be fit for purpose and confirmed the off label use of the product by the end user. Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports weaker than expected reactivity with albacyte® reagent red blood cells for antibody identification (16-cell) product z473u, lot v274561, expiry: 12-aug-24 when compared to ortho red cell products, testing on mts gel. Product is supplied as 3% red cells for conventional tube method only, however, the end user converts the products to 0.8% for off-label testing on gel card method.